Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced discomfort at the ipg site. As a result, the patient underwent surgical intervention where his ipg was relocated. The date of the intervention is unknown. However, the patient continued to experience discomfort/pain at the ipg site after the relocation. Subsequently, the patient underwent surgical intervention on (B)(6) 2014, where the ipg was explanted.